Manufacturer narrative:
Originally it was reported that the biosense webster, inc. Product analysis lab found that the hemostatic valve was dislodged inside of hub. The friction ring was missing from the hub. Brim cap remained intact. However, the device was re-examined on (B)(6) 2020 and it was found that hemostatic valve was observed pushed inside the luer hub. The friction ring appeared to have no damage. The brim cap was in its place without damage. The hemostatic valve issue remains assessed as reportable. Investigation summary: it was reported that a patient underwent a paroxysmal afib ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported that during the procedure, there was a small amount of blood leaking from the gasket of the valve. The hemostasis valve (gasket) did not break into pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter into the patient¿s body. No intervention was required. There was no report of intervention to stop the bleeding or hemodynamics compromise. The sheath was exchanged to continue the case successfully. No patient consequence was reported. The device was inspected and visual analysis revealed that hemostatic valve was pushed in into the hub. The friction ring appears with no damage and is observed still in place. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the valve separation could be related to the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed and if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal afib ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the biosense webster, inc. Product analysis lab found a hemostatic valve separation. Initially, it was reported that during the procedure, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium hub was leaking. The sheath was exchanged to continue the case successfully. No patient consequence was reported. Upon request, additional clarification was received on the event. The valve appeared to be leaking at the gasket. The hemostasis valve (gasket) did not break into pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. There was a small amount of blood leaking from the gasket of the valve. Air did not enter into the patient¿s body. No intervention was required. There was no report of intervention to stop the bleeding or hemodynamics compromise. The leaking hemostatic valve issue was assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and on january 24, 2020 found that the hemostatic valve was dislodged inside of hub. Friction ring was missing from the hub. Brim cap remains intact. The hemostatic valve separation was assessed as reportable. The awareness date for this reportable finding was january 24, 2020.